Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Dealer states that the chair stopped when the consumer went over the threshold into her apartment and her grandson had to push her the rest of the way in.